Event description:
Reporter indicated that he was unable to interrogate the patient's vns generator. The reporter also stated that the patient has been experiencing breakthrough seizures. After performing a reset of the generator, he was able to reprogram the patient's setting successfully. The patient's seizures have improved since the reset.